Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of an implantable pulse generator (ipg) system, no capture was noted on the pacing leads. After disconnecting the device, both leads were retested and showed good parameters. While troubleshooting, the patient suddenly developed dyspnea and reported chest pain. At that time, the blood pressure dropped sharply, and the oxygen saturation fell below eighty percent. Resuscitation was initiated, and during this process both leads and the device were removed. During resuscitation, it was determined that the cause of the patient¿s hypotension was pericardial effusion resulting from radiofrequency catheter ablation during the atrioventricular node ablation. The ipg system was attempted/not used. No further patient complications have been reported as a result of this event.